Manufacturer narrative:
MFR service not requested. Results: this is one event (death) for the same patient involving two separate products. Repaired yet. No information available. Conclusions: per the customer the device has not been repaired yet. No information available.

Event description:
The customer reported the ventilator was alarming due to a vent inop air valve liftoff failure. The device was not in use on a patient therefore there was no patient involvement or harm. Product support provided troubleshooting information. The customer reported the device has yet to be repaired.